Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose was not impacted as the customer was not using the pump for insulin therapy at the time of the issue.